Event description:
It was reported that the renasys touch device gives a "container full" alarm without being so. They put in a new 300 ml container and the device keeps giving the same alarm, they modify the cure, the sealing system and it keeps failing. It must be because the 300ml containers and the renasys sealing kits are not from optimized batches. We place new optimized batches and there are no alarms. Delay greater than 30 minutes, the procedure finished with a smith and nephew backup device.

Manufacturer narrative:
H3, h6: the device used in treatment has been received and evaluated, establishing a relationship between the reported event. Visual inspection found no defect. The evaluation confirmed the reported event, root cause was determined as a failed component. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. The complaint history review found other related events. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends